Manufacturer narrative:
Phone number: (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the photographs identified: red particles on the surface of the shell. Broken shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade ii.

Event description:
Physician reported right side "implant rupture." Device has been explanted and replaced with a non allergan device. Additionally physician reported right side "capsular contracture baker grade ii."

Event description:
Physician reported, right side "implant rupture". Device has been explanted and replaced with a non allergan device. Additionally, physician reported right side "capsular contracture, baker grade ii".